Event description:
On (B)(6) 2012, customer reported a leak on the right side of the secondary sampling probe of the lh780 instrument after the unit was placed into shutdown. Customer stated that approximately 3-5 ml of a dark blue fluid leaked onto the counter. No injuries were reported and no erroneous patient results were generated. Customer repaired the leak to the drain line which came off the stain chamber. Customer indicated that there were no further problems after repair and service was not needed. This resolved the issue and no further leaks have been reported.

Manufacturer narrative:
(B)(4).